Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material on the light guide lens and the c-cover was burned. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned cover was component failure. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.